Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that patient had an unrelated surgery on (B)(6) 2021 prior to which the ipg was put into surgery mode. After the surgery, the ipg was unable to communicate with external device. Troubleshooting resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.